Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient orders were not crossing on the server to the station. The technical support specialist ran the downtime query and found no disconnected flas, with messages sent and received in real time. The tss then discovered that the order did not appear because the start date and time were set for a later time, and this was confirmed from the customer's end as well. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es patient orders were not crossing over. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.